Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that the embedded laser unit functions were disabled and the system displayed an error message during a procedure. The laser was keyed on and off multiple times; however, the laser never came up. Another system was used to complete the surgery on the same day. There was no harm or injury to the pt.